Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a left labral repair procedure, the surgeon prepped the patient's glenoid with a 2.9mm drill for a bio-composite pushlock suture anchor, ar-2923bc. During insertion of the first pushlock suture anchor, there was a little bit of a breakdown at the top of the anchor. The fragments were retrieved with suction and the anchor was seated in the first pilot hole. The surgeon then went in and upon insertion of a second pushlock suture anchor, when the anchor was malleted down, the anchor imploded and broke into multiple pieces. The pushlock suture anchor was removed and all fragments were retrieved via graspers and suction. A third pushlock suture anchor was then opened and before being inserted, the eyelet broke but did not break off. The anchor was removed from the joint and deemed non-usable. A peek anchor (ar-1923ps, 10082324) was then opened and inserted into the second pilot hole with no issue. Moving on to inserting a fifth anchor, the surgeon was able to seat the pushlock suture anchor with no issue into the third pilot hole. A sixth pushlock suture anchor imploded as soon as it was malleted in; it immediately started breaking down. The fragments were retrieved and the pushlock suture anchor was removed via suction and graspers. A seventh anchor was inserted and seated into the fourth pilot hole with no issues. An eighth pushlock suture anchor was inserted and during seating of the anchor, there was breakdown on the top of the anchor. Again, the fragments were removed via suction and the implant was left seated into the fifth pilot hole. The case was then completed with no further issue.